Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 49 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. The customer was treated with food. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer reported that they did customer alleging insulin pump was over-delivering. Customer stated that she had an issue with her insulin pump she called in and her issue was not resolved her battery was out of the insulin pump for more than 10 min put the continuous glucose monitoring on and blood glucose was low all day long continuous glucose monitoring was not communicating last blood glucose 220 mg/dl may 2nd blood glucose 61 mg/dl, treated with glucose packet and because of apple juice and crackers usually wakes up with blood glucose 140 mg/dl had not been wearing the sensor for 6 weeks. It was unknown if the insulin pump was on auto mode at the time of the incident. The device will not be returned for analysis.